Manufacturer narrative:
Na

Event description:
It was reported that the ventricular lead exhibited loss of capture at up to 7 v in both bipolar and unipolar. Upon interrogation, the pulse generator alerted an out of range bipolar ventricular lead impedance, but the alert was cleared before high or low impedance could be determined. The lead was explanted and replaced.